Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was unable to find substantial evidence to support the following reported events: endoleak type iiia, secondary relining with a main body and infrarenal cuff, and aneurysm enlargement. The most likely cause(s) of the implant separation and loss of seal could not be determined due to lack of relevant medical information. Associated clinical harms for this event included: aneurysm enlargement, type iiia endoleak, and secondary endovascular procedure-relining with an additional main body and infrarenal proximal extension. The final patient disposition was reported to be well. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3a endoleak with component separation and aneurysm sac growth. On (B)(6) 2017 the patient had a secondary procedure, the physician elected to implant an additional bifurcated stent and an infrarenal aortic extension to seal the endoleak. The patient is reported to be doing well post procedure. There have been no additional adverse events reported for this patient.